Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter inserted outside of current admission. Patient admitted to hospital (B)(6). Registered nurse noted the patient was incontinent of urine on (B)(6) requiring briefs to be applied despite the foley being in situ. Foley not replaced as per urology consult on (B)(6). (B)(6) patient noted to have strong urge to urinate. Catheter flushed with return of flushed solution via foley. Balloon deflated and re-inflated. Leaking around meatus of the patient¿s penis ongoing until event. Overnight on (B)(6) patient noted feeling a ¿shock¿. Foley catheter was found by rn to be dislodged and the balloon ruptured. Ultrasound on pelvis performed on (B)(6) noted retained fragments of foley catheter in the bladder. Urology continuing to follow re: interventions.

Manufacturer narrative:
Initial reporter phone: (B)(6). Correction: f, h. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter inserted outside of current admission. Patient admitted to hospital (B)(6). Registered nurse noted the patient was incontinent of urine on (B)(6), requiring briefs to be applied despite the foley being in situ. Foley not replaced as per urology consult on (B)(6). On (B)(6), patient noted to have strong urge to urinate. Catheter flushed with return of flushed solution via foley. Balloon deflated and re-inflated. Leaking around meatus of the patient¿s penis ongoing until event. Overnight on (B)(6), pt noted feeling a ¿shock¿. Foley catheter was found by rn to be dislodged and the balloon ruptured. Ultrasound on pelvis performed on (B)(6) noted retained fragments of foley catheter in the bladder. Urology continuing to follow re: interventions. Per follow up information received via email on 17dec2025, it was reported that the fragments of the foley cath balloon were found to be retained on ultrasound requiring urology to perform a uroscopy in order to retrieve the fragments.